Manufacturer narrative:
Resubmission of initial report due to report error. The original initial report was submitted on 8/23/2016 as MFR report #2240869-2016-44643. The operator moved the table at the table console without monitoring patient on the cameras. The user manual warns users to observe patients and system movements to avoid injuries. This report was submitted august 23, 2016. (B)(6).

Event description:
Siemens was notified that a patient almost got squeezed between the gantry and the table due to the operator not monitoring the patient on the cameras. The patient was able to move himself out of the way and avoid collision when the operator moved the table at the control console. There are no injuries related to this event. The reported event occurred in (B)(6).